Event description:
In the process of positioning pt and imaging equipment in order to do a procedure, the cable on the x-ray tube got caught on the table lever of the fluoro unit, causing the table to move in a vertical position while the pt was on the table. The pt was safely repositioned and removed from the table. After examination, the cable on the x-ray tube was found to be out of its holder.